Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "leakage."

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "leakage."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information¿s it is not possible confirm the complaint.